Event description:
It was reported that the patient fell out of chair due to an unknown cause. The nurses heard an lvad alarm and went into the room, but the alarm did not coincide with the low flow alarm. The low flows occurred around 1230 but the patient fell around 1330. The log files captured a few low flow events on (B)(6) 2023 between 1259 and 1301 that occurred when the pi was elevated. The events around the patient's time of fall was unable to be confirmed as the log file displayed data only until 1316 on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Specific causes for the reported low flows and mechanical fall could not be conclusively determined through this investigation. The controller event log files contained events spanning from (B)(6) 2023 to (B)(6) 2023 and from (B)(6) 2023. A transient low flow alarm was recorded on (B)(6) 2023. Transient low flow events were also captured on (B)(6) 2023 and (B)(6) 2023 due to the estimated pump flow being calculated below the low flow threshold of 2.0 liters per minute; however, these events did not persist long enough for an alarm to be activated. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the fixed speed. The observed low flow alarm on (B)(6) 2023 was not related to the fall, per the customer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. The heartmate 3 left ventricular assist system patient handbook outlines visual/audible alarms, as well as the recommended actions to resolve them. The heartmate 3 alarms for clinicians and alarms for patients and their caregivers discuss the changes in alarms when the patient¿s system controller undergoes a low flow software upgrade no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with persistent low flow alarms and pulsatility index (pi) events. The patient stated that all the low flow alarms occurred during movement. Computed tomography angiography (cta) was performed to look at the pump. The cta was consistent with short segment nonocclusive thrombus within the proximal outflow conduit of the left ventricular assist device (lvad) with associated mild stenosis. The patient was to remain on a heparin drip. No further low flow alarms were noted during the admission. The log files captured some low flow events on (B)(6) 2023 that were associated with pi events. Starting on (B)(6) 2023 at 11:37:51 until the log file ended on (B)(6) 2023 at 08:41:11, no additional low flow events were seen in the log file.